Event description:
The end user alleges they were riding their scooter when they claim the unit surged causing them to fall sideways in the scooter. The end user sustained a fracture to their left ankle.